Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone they received emergency medical service due to high blood glucose. Customer's blood glucose level was 300 mg/dl. Troubleshooting was performed. Customer advised they performed the displacement test and the device passed. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their blood glucose via healthcare provider's instructions. The insulin pump will be returned for analysis.